Event description:
Information received indicated the CPR function would not lower the head section.

Manufacturer narrative:
Facility found the extrusion slide had a cut/notch in the plastic. The facility replaced the extrusion slides with used non hill-rom parts.